Event description:
Boston scientific received information that this right ventricular lead was surgically abandoned during a procedure for normal device changeout due to an insulation breach on the lead. The breach had resulted in low pacing impedances less than 200 ohms, increased threshold levels and poor sensing. The lead was successfully replaced with no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.